Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to a post market surveillance specialist that the patient was taking antibiotics for the treatment of peritonitis. The patient was able to continue pd therapy during the recovery. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain, cloud pd effluent, and nausea. As a result, the patient was seen in the outpatient pd clinic (on 20/feb/2023) and had a pd culture obtained. Per the pdrn, the patient¿s culture grew the bacteria pseudomonas and had an elevated white blood cell (wbc) count. The patient was treated with intra-peritoneal vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Per the pdrn, the patient recovered from the event. The patient continues pd with same cycler without any issues. The pdrn confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn attributed the peritonitis to cross contamination of the bacteria from water, as the patient was not disinfecting the shower head as instructed.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to a post market surveillance specialist that the patient was taking antibiotics for the treatment of peritonitis. The patient was able to continue pd therapy during the recovery. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain, cloud pd effluent, and nausea. As a result, the patient was seen in the outpatient pd clinic (on (B)(6) 2023) and had a pd culture obtained. Per the pdrn, the patient¿s culture grew the bacteria pseudomonas and had an elevated white blood cell (wbc) count. The patient was treated with intra-peritoneal vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Per the pdrn, the patient recovered from the event. The patient continues pd with same cycler without any issues. The pdrn confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn attributed the peritonitis to cross contamination of the bacteria from water, as the patient was not disinfecting the shower head as instructed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Based on the reported information, the peritonitis can be attributed to cross contamination of pseudomonas bacteria from the patient¿s shower head that was not disinfected by the patient, as instructed.